Manufacturer narrative:
The protective tip on the forceps fell off during a breast procedure and was not immediately identified. A surgical intervention was required to remove it. The contact at the facility indicated that the protective tip had not been removed prior to use. We have no information to suggest any manufacturing defect was present. The actual sample was not returned. There have been no other complaints for this issue. We have determined the root cause to be user error. Due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
The protective tip on the end of the forceps fell into the surgical site and required a surgical intervention for removal.